Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed sensor error, before the two hour warm up period of the sensor. Customer stated he cleared the alarm, selected new sensor, and sensor still didn't work. He let the sensor in for a full warm up again and calibrated. During the night sensor kept predicting high then low. Inserted a new sensor and it keeps predicting low and blood glucose level was at 150 mg/dl. It took three hours after calibration so the sensor will read a normal range. Troubleshooting was performed. Current blood glucose level was 202 mg/dl. The transmitter tested fine. Sensor was not bent. No further information reported.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test, per specifications. Sensor failed per specification, due to low readings.